Event description:
The customer reported the system would not complete boot up. No pr injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and reseated the sram memory and reloaded memory data. The system operates as intended.